Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083161) on 06-feb-2019. The most recent information was received on 06-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") in a female patient who had essure (batch no. B44010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient said that, it never happened in her family that someone went into menopause before the age of 50. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ovulation pain ("more pain during ovulation / continuous ovulation pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("bleedings were increasing"), menstruation irregular ("menstrual cycle became irregular"), metrorrhagia ("spotting between menstruation"), dysmenorrhoea ("menstrual pain / continuous menstrual pain"), menopausal symptoms ("started having menopause symptoms"), headache ("headaches"), hyperhidrosis ("sweats") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure in 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, menstruation irregular, metrorrhagia, dysmenorrhoea, ovulation pain, menopausal symptoms, headache, hyperhidrosis and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, headache, hyperhidrosis, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, ovulation pain and pelvic pain with essure. The reporter commented: in 2016, the patient underwent hysteroscopy due to different issues, in which no cysts or adverse issues were discovered. Serious injury (hospitalization/required intervention) was mentioned but not specified and /or assigned to one of the events. Amendment: the report was amended on 15-feb-2019 for the following reason: this case will be deleted from bayer pv database. Nullification reason: country of primary reporter was entered incorrectly, and thus a wrong wucin generated. As per request new case (B)(4) with correct wucin was created. No new follow-up information was received from the reporter. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5083161) on 06-feb-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("continuous pelvic pain") in a female patient who had essure (batch no. B44010) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: the patient said that, it never happened in her family that someone went into menopause before the age of (B)(6). On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced ovulation pain ("more pain during ovulation / continuous ovulation pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), menorrhagia ("bleedings were increasing"), menstruation irregular ("menstrual cycle became irregular"), metrorrhagia ("spotting between menstruation"), dysmenorrhoea ("menstrual pain / continuous menstrual pain"), menopausal symptoms ("started having menopause symptoms"), headache ("headaches"), hyperhidrosis ("sweats") and alopecia ("hair loss"). The patient was treated with surgery (surgery to remove essure in 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, menstruation irregular, metrorrhagia, dysmenorrhoea, ovulation pain, menopausal symptoms, headache, hyperhidrosis and alopecia outcome was unknown. The reporter provided no causality assessment for alopecia, dysmenorrhoea, headache, hyperhidrosis, menopausal symptoms, menorrhagia, menstruation irregular, metrorrhagia, ovulation pain and pelvic pain with essure. The reporter commented: in 2016, the patient underwent hysteroscopy due to different issues, in which no cysts or adverse issues were discovered. Serious injury (hospitalization/required intervention) was mentioned but not specified and /or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.